Event description:
Seventy eight days after implantation of a 2.5x24 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 1st obtuse marginal artery. A pre-intervention stenosis of 70-90% was reported. Percutaneous coronary angioplasty (ptca) was performed and a 2.5x24 mm taxus stent was deployed. A post-procedure stenosis of 0% was reported. No info concerning lesion calcification or vessel tortuosity was reported. The pt reportedly tolerated the procedure "well". The pt presented 78 days after the initial procedure with an 80% in-stent restenosis in the ostium of the 1st obtuse marginal artery. A 2.5x16 mm taxus drug eluting stent was deployed. A post-procedure residual stenosis of 0% was reported. It was reported that the pt tolerated the procedure "well".